Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 9:30 pm, she had suffered a hypoglycemic episode while using an expired sensor. Patient's husband administered a coke and patient's bg rose up to 70 mg/dl. Patient's husband called paramedics and they administered gel glucose. Patient doesn't recall her cgm readings at the time of the event. At the time of her call to dexcom technical support, patient was feeling well.